Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal end of right coronary artery. A 3.50 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent struts were found to be lifted after withdrawal. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The distal and proximal end struts were lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal end of right coronary artery. A 3.50 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent struts were found to be lifted after withdrawal. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.